Event description:
Affiliate reported that the pt has had previous underlying infections resolved prior to insertion of the programmable valve. Patient developed cells and csf infection, following insertion of programmable shunt. As a result the shunt was removed. Hospital also reported that the pt has had previous infection is csf, and had several allergies to drugs, which makes the pt difficult to treat.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.